Event description:
A report was received stating that a patient received insufficient local anesthesia when the suspect medical device was sued. It was necessary to provide the patient with an alternative form of regional anesthesia. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.